Event description:
It was reported that the battery longevity rapidly declined in a short time. Subsequently, the patient was admitted into the hospital after feeling light headed, and it was discovered that the patient had a complete heart block. During the explant procedure, the device could not be interrogated. The device was replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.